Event description:
Related manufacturer report number 1627487-2023-04098. It was reported the patient's lead fractured and the other one migrated. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein the leads were explanted. Therapy was not restored, patient aspirated on table and case was immediately aborted.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.